Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal] severe burnout linked to a severe b12 deficiency [burnout syndrome] b12 deficiency [vitamin b12 deficiency] pernicious anaemia [pernicious anaemia] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2022 she experienced burnout syndrome ("severe burnout linked to a severe b12 deficiency") and pernicious anaemia ("pernicious anaemia"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced vitamin b12 deficiency ("b12 deficiency"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to burnout syndrome, vitamin b12 deficiency or pernicious anaemia. The reporter commented: patient¿s current status: pernicious anaemia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] severe burnout linked to a severe b12 deficiency [burnout syndrome] b12 deficiency [vitamin b12 deficiency] pernicious anaemia [pernicious anaemia] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 27-sep-2024. The most recent information was received on 08-oct-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In march 2022 she experienced burnout syndrome ("severe burnout linked to a severe b12 deficiency") and pernicious anaemia ("pernicious anaemia"). On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced vitamin b12 deficiency ("b12 deficiency"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. The reporter considered medical device removal to be related to essure administration. No causality assessment was received for essure with regard to burnout syndrome, vitamin b12 deficiency or pernicious anaemia. The reporter commented: patient¿s current status: pernicious anaemia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-oct-2024: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.